Manufacturer narrative:
The hospital's biomedical engineer provided the support pump's history event log to iradimed corp for review on 03/10/2015. This pump was only evaluated at the customer's facility, and has not been provided to iradimed corp for examination. The log was reviewed and details provided to the customer on (B)(6). The hospital's biomedical engineer reported the pump operated as expected and was not the cause of the event. The internal hosp review determined the cause of the event was the mis-key entry of a propofol dose parameter, which allowed a 10x greater rate than desired. The hospital's biomedical engineer indicated they have performed additional internal training to prevent further errors in the future, and no further assistance was needed from iradimed corp to close this issue.

Event description:
A customer had contacted iradimed corp for assistance in determining if the pump was involved with an event. Pt was receiving a propofol during the MRI scan. During the case, the staff determined the propofol delivered was more than anticipated. No pt injury resulted from this event.